Manufacturer narrative:
(B)(4). The reporter contacted animas on (B)(4) 2014 alleging a blood glucose of 22 mmol/l with dizziness and confusion associated with a blank display screen. The reporter indicated that the display screen was damaged and had a crack through it; the reporter indicated that the display screen was on but the display was blank except for one corner of the display screen. During troubleshooting of the event, the reporter indicated that the pump failed to power back on during a reboot of the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a damaged and blank display screen and the allegation of the pump power issue.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 22 mmol/l with dizziness and confusion associated with a power issue. The reporter indicated that the display screen was blank except for a small spot in the corner of the display; during troubleshooting, the reporter indicated that pump was unable to power back on at all when attempting to reboot the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.